Manufacturer narrative:
Philips service recreated the image storage and provided a workaround solution to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an image storage issue caused exposure failure on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.